Event description:
The customer reported the device keeps power cycling. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed cracks in the back cover. The device was able to power on but was unable to obtain readings as it could not detect any sensors or testers. The device was left on for one hour and did not reset. Internal inspection showed the battery terminals are contaminated. The technology board was observed to be in factory mode potentially due to a software issue. A service history record review reveals that this unit was in the field for over thirteen (13) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device keeps power cycling. No patient impact or consequences were reported.